Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found insufficient medical adhesive was observed around the ventricular septum plug.

Event description:
It was reported that the pulse generator exhibited a connector anomaly during implant, due to septum plug not seated appropriately. The device was not used and replaced.